Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low as well as high blood glucose level. The low blood glucose level of the customer was 40 mg/dl at the time of the incident and customer¿s high blood glucose level was over 400 mg/dl treated with the insulin pump and dropped to the 80 mg/dl. Other relevant blood glucose level of the customer was 308 mg/dl. The insulin pump will be returned for the analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had cracked reservoir tube lip. No cracked case noted.